Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved from left to the right side of the lower flank. The patient was doing well post operatively. Nothing was removed or added.